Event description:
Report received of air in line alarms on all three channels during a code situation. It was reported that the pt was receiving d5w through pump channel #1 without incident. The pt's blood pressure was lost and a code was calle. Pump channel #1 solution was replaced with normal saline, dopamine was added to pump channel #2, and levophed was added to pump channel #3 with all solutions being infused at 999 ml/hr. All three channels began alarming "air in line" repeatedly. After numerous attempts to correct the alarm situation including removing cassettes to visually observe for air bubbles (none were found), all three solutions and sets were removed from the plum xl3 device and loaded into plum 1.6 devices at which time the infusions ran without incident. Later, following the code, the original plum xl3 device was resumed in use on the pt, concurrently with the substituted devices, without further alarm incidents. The pt reportedly expired the next day. No further info was available.